Event description:
During an ablation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that during preparation of the lock bubbles were visible. Troubleshooting was performed, it was tried to flush again, but bubbles were still present. The lock was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.